Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when plugged in, the video system center lost an image when bumped. The connector flap was loose on the unit. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The customer reported was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the loss of image occurred because the video connector on the scope socket cannot be secured properly due to a worn locking mechanism caused by external impacts/oscillations, or the user pulled out the connector without releasing the lock intentionally, or unintentionally due to the mistaken belief that the connector was unlocked. Olympus will continue to monitor field performance for this device.